Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that legacy full height drawer main 2 failed to stay closed. The field service engineer (fse) replaced the inseparable component, but the issue remained unresolved. After replacing the flat ribbon cable, the drawer controller failed at startup. The drawer was then replaced with an enhanced full height cubie drawer, resolving the issue. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed. When user tried to pull the medication, the system repeatedly prompted them to close the drawer even though the drawer was closed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.